Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. A system log review was not performed since there was insufficient or unconfirmed event information. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: none provided. Section a: the patient was described as a male in his 70's.

Event description:
A review of a literature article "pros and cons of da vinci curved-tip stapler hospital: minami tohoku general hospital, department of thoracic surgery" discussed a patient who had interstitial pneumonia. Surgery was started with the intention of performing a robot-assisted right upper lobectomy. After the upper pulmonary artery was dissected and taped with vessel tape, a sureform 45 curved-tip white reload was inserted, and the back side of the branching part of the upper pulmonary artery a1+2 and a3 was damaged with the tip of the curved-tip. During insertion, the pulmonary artery did not move at all. The sureform was removed, a tip-up was inserted, and a posterior thoracotomy was performed at the 4th intercostal space while compressing the bleeding point with a straw bag of gauze. Finally, a cardiovascular surgeon was asked to assist, and a vascular occlusion forceps was placed on the central side of the upper trunk pulmonary artery, the peripheral part was cut off, and the edge was continuously sutured using a pledget with 4-0asflex. The operation time was 4 hours and 28 minutes, the blood loss was 2820 ml, and 4 units of packed red blood cells and 1000 ml of albumin were infused during the operation. The authors concluded that when inserting a curved-tip stapler, the tip may damage blood vessels or lungs and that the surgeon should pay attention to the direction of the tip, and that care must be taken when the field of view is poor, dissection is insufficient, or the blood vessels branch. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.